Manufacturer narrative:
B3: event date is estimated. The event of ipg replacement due to patient not charging was reported to abbott. The patient's ipg was explanted and replaced due to patient not charging their device since implant. Therapy has been restored. The patient was charging their controller and not realizing they had to charge the battery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient did not charge their ipg since implant. The patient did not realize they needed to charge their ipg. Surgical intervention was undertaken and the ipg was explanted and replaced.